Event description:
It was reported that review of a presenting electrogram (egm) from june revealed oversensing and pacing inhibition less than two seconds, with no evidence of asystole. Technical services (ts) discussed that these observations were early signs of conductor and/or insulation degradation on the right atrial (ra) and right ventricular (rv) leads, and further lead evaluation was recommended. Review of an atrial tachy response (atr) episode from june 23, however there was still ventricular pacing at 30 bpm during a clinic visit on june 26. It was determined that the episode was 72 hours. Review of the march 21 presenting revealed noisy signals was within the noise window with approximately 55 beats above 250 beats per minute (bpm). It was noted that there was no evidence of erratic high out-of-range pace impedance measurements consistent with the spring contact interaction. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).